Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons function properly. Insulin pump received with minor scratches on display window, cracked reservoir tube lip, cracked battery tube threads and moisture damage on electronic and motor assembly.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer issues with the keypad not delivering bolus from their insulin pump. The patient's blood glucose level was at 85 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.